Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter: use of the repositioning sheath and the 23 fr peel-away introducer: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ section: contraindications (united states): ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Event description:
The complainant reported that the patient experienced multiple complications during and following impella rp support. It was documented that post op, the patient suffered bleeding complications for which they were given one unit each of platelets, cryo, and fresh frozen plasma. The patient was taken off of heparin, but began hemolyzing and the bleeding continued. The patient's chest was opened to resolve the bleed, during which the pump was swapped for centrimag with protek. An magnetic resonance imaging showed that the patient suffered a major stroke with midline shift coinciding with additional diagnosis of right arm ischemia, active pulmonary bleeding, and renal failure. In addition, a significant clot was removed from the bleeding site at the time of pump explant. The patient survived the intervention.

Manufacturer narrative:
The investigation of stroke/cerebrovascular accident (cva), thrombus, limb ischemia, hemolysis, renal failure, vascular damage - great vessel has and been completed. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. As the necessary information was not provided, the root cause of the thrombus and limb ischemia were not determined. The product was not returned for investigation. Data logs were returned and at 14 hours there was a motor current spike along with suction alarms present. Pump flow was observed to have a dip corresponding the motor current spike. The characteristics are similar to that of a sudden clot ingestion. Clinical information also mentioned that there was a clot removed. Therefore, the root cause of the hemolysis issue and renal issue was most likely biomaterial. As per the clinical information provided, the patient had pulmonary bleed suggesting damaged vessel but the location of the bleed and the reason of the bleeding is unknown. Without the information the failure could not be further investigated. Therefore, the root cause of the vascular damage issue was not determined since the product was not returned and insufficient clinical information was provided. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller: section: contraindications (united states): ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ e.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26119 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 revised instruction for use as they were reported incorrectly on the initial manufacturer device report number 1220648-2025-26119.